Event description:
Caller reported that there was a malfunction on the pump, specifically displaying malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. After contacting technical support, the customer was assisted with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared, which they acknowledged and understood.